Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 2 of 4. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they noticed one of the connections to the supply bag was not secure and started to leak which caused the alarm. The tsr assisted the hp in clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the home patient (hp) reported not tightening the connection properly to the supply bag, which is a known cause of alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide. It instructs the hp to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.